Event description:
Breast implant illness, I live with many symptoms: back pain, arthritis, brain fogs, lost memory, breast pain and they are very hot, it scare me, asthma, fatigue, frequent urination (20-25 times per day), anxiety, depression. Waiting for echography, my doctor doesn't want referred me for a MRI (it is the only manner to know if there is a rupture). I am very sick and tired to get no help. I lost the card - the toxic implants are in my body. FDA safety report ID# (B)(4).